Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade IV. The reported event or events are physiological complications (capsular contracture baker grade IV), and device analysis typically does not help allergan determine the cause. Clarification to reported partial onset (b3) date: april 2026.

Event description:
Patient reported "small breast cysts", "benign-appearing calcifications¿, "oval, obscured nodule". Healthcare professional then reported capsular contracture baker grade IV and "double capsule". This record is for the left side. Device was explanted.